Event description:
Micropuncture introducer catheter was broken inside the patient while resident was trying to remove it at the end case. Micropuncture catheter did not come out in one piece. Resident was able to retrieve the other piece and xray was read and clear by surgical attending.